Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the hex tip to be fractured. The fractured portion was not returned. Scratches and wear rings consistent with a multiple use device were observed on the shaft. The handle grip is heavily dinged. Discoloration spots were found on the shaft and fractured tip. The device has a potential field age of approximately 6 years. The device was sent to sem. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. The driver tip fractured angularly to the long axis. Fracture surface artifacts suggest a torsional overload fracture. Xrf analysis found the hex drive material to be consistent with 430/440 stainless steel alloy. Device history record (DHR) was reviewed and no discrepancies were found. The tip fracture analysis suggests torsional overload to have contributed to the reported event, however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial total hip arthroplasty while trialing the body, the screwdriver hex tip broke off in the trial. The surgeon was unable to disengage the trial from the stem and had to remove the entire construct. Ream up and implant a larger diameter stem to complete the procedure. There was a 30 - 40 minute delay in the procedure. Sales rep indicates there is no additional information available.